Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced auxiliary video board (avp) to resolve the issue. The system was verified and ready to use. The avp has been returned and evaluated by the failure analysis (fa) team. The reported issue of error 35 at startup could not be replicated during testing. Log review confirmed that error 35 had occurred in the field. Visual inspection revealed no issues related to the event. The avp was installed on a reference system, successfully programmed, and subjected to ten power cycles followed by one hour of idle time without error. No root cause could be attributed to the reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure using a xi system before surgical ports placement, the customer called to report that the system would not power on correctly. They received an error message at startup and performed a hard power cycle. The system subsequently became unresponsive, with the patient side cart (psc) power button blinking blue and a cart not connected message appearing. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to check the logs, as onsite was not connecting. The customer held the psc power button down, and the system displayed error 35 along with a message indicating that the update failed. The procedure was aborted to another xi system, with no report of patient involvement.